Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that patient experienced unstable angina and in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was indicative of ischemia and the patient was referred for elective cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. Target lesion was treated with pre-dilatation and placement of a 2.50x12mm study stent. Following post- dilation, the residual stenosis was 0%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented with complaints of chest pain. The patient was recommended for a cardiac catheterization on a later date and was advised to take sublingual nitroglycerin in case of recurrent acute chest pain. Three days after, the patient presented for the evaluation of chest pain and was hospitalized on the same day. The 70-80% tubular stenosis in mid lad and 80% in-stent restenosis in proximal first diagonal was treated with pre-dilation and placement of 3.0 x 12mm and 2.50 x 20mm synergy stents respectively. Following post dilation, residual stenosis was 0%. Follow-up core-lab angiography findings of mid lad, noted absence of thrombus as well as aneurysm. However core lab noted presence of in-stent restenosis (isr) pattern 1b. Revascularization included target lesion revascularization (tlr) and remote target vessel revascularization (tvr). On the next day, the patient was discharged on dual antiplatelet therapy.